Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing a ¿humming sound¿ that correlates to a magnet tone from the implantable ca rdioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.